Event description:
It was reported that during a trochanteric fixation nail procedure for an intertrochanteric fracture of the left hip, the impact tip (head) of the helical blade coupling screw broke off. Surgeon was able to fully insert the helical blade. The head of the broken helical blade coupling screw was still attached to the helical blade. A conical extractor was used to remove the broken portion of the helical blade coupling screw from the helical blade. There were no fragments or pieces from the device and no delay in surgery. Procedure was completed. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Date of birth not provided by reporter. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device history records was conducted. The report indicates that the (B)(4) manufactured the helical blade coupling screw, part number 357.377, lot number 4566327, per po number 364239, dated on 17-june-2003. The supplier¿s certificate of compliance dated on 17-june-2003 indicates that the parts and/or material were in conformance with the requirements and/or specifications as called for in the purchase order. The parts were inspected at synthes (B)(4) using the incoming final inspection sheet number (B)(4), drawing number 357.377.20, on june 20, 2003. From a total of (B)(4) units inspected, seven (B)(4) showed nonconformities results on t1 dimension. A material review record, mrr #(B)(4), was generated to investigate this nonconformance result. One (1) unit was scrapped due to threads torn off. The other six (B)(4) units were re-inspected using a second calibrated gauge obtaining acceptable results. A total of (B)(4) units were accepted and released to warehouse on 24-june-2003. A review of the DHR indicates there were no anomalies which could have caused or contributed to this complaint. All records indicate the product released was manufactured to specifications. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
An investigation review was performed. The investigation of the complaint articles has shown that: one of the following was received: helical blade coupling screw (part # 357.377 / lot # 4566327 / mfg. Date: 06/2003) the returned device shows significant use during its 12 year lifespan. The device has numerous marks, dents, and roll marks on the shaft and knob that are consistent with regular hammer strikes and use. The knob was received detached from the shaft. This complaint condition is confirmed, and the most probable root cause of this complaint is excessive hammering during use over time. A visual inspection, functional test, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. No product design issues or discrepancies were observed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4): subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system.device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.